Event description:
It was reported that cgm displayed error alert 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, error did not recur after reset, and customer was advised to call back if any further issues occurred.